Manufacturer narrative:
A product sample was not returned for evaluation. The complaint information provided by the physician indicates the device did not cause the event. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned and no lot information was provided, the root cause for the customer complaint issue cannot be determined. (B)(4).

Event description:
A customer reported that a patient experienced ocular hypertension after a vitreoretinal surgery. The reporter informed that the device did not contribute to the event. Patient outcome improved. There is no additional information available at this time.